Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing set it very narrow which results in air bubbles could not be verified due to the product not being returned for failure investigation. A device history record review for model 2300e-0500 lot number 20075242 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air in line / air bubbles with lot #20075242 regarding item #2300e-500. See h.10.

Event description:
It was reported that a smallbore 6 inch ext vlv had air in line during use. The following was reported by the initial reporter: "it was reported that the tubing set it very narrow which results in air bubbles. It was also reported that the tubing is shorter then their current tubing. Verbatim: we received the new connectors and tubing from today. I have assembled and tested them."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a smallbore 6 inch ext vlv had air in line during use. The following was reported by the initial reporter: "it was reported that the tubing set it very narrow which results in air bubbles. It was also reported that the tubing is shorter then their current tubing. Verbatim: we received the new connectors and tubing from today. I have assembled and tested them."